Event description:
Reporter stated that customer received the following results on two different meters within 2 minutes: 196 mg/dl (aviva) and 418 mg/dl (mobile). No actions taken based on device results. No adverse event reported.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the aviva system. Reference medwatch with (B)(6) for the mobile system. Device will not be returned.